Event description:
Healthcare professional (hcp) reported that a patient was injected with juvéderm® voluma¿ with lidocaine (cheeks and jaw area) and juvéderm® ultra 3 (nasolabial folds and jaw), a week later with harmonyca¿ with lidocaine (chin area) and almost a week later with juvéderm® volbella¿ with lidocaine (forehead and tear trough area). 3 months after the injections, the patient experienced ¿light warm sensation, itching, and sensitivity to touch and during facial movements on both sides, more symptomatic on the left, with only relief in the forehead¿. Upon examination, a week later, hcp noted that patient also had bilateral edema and induration. Patient was prescribed solupred for 3 days and loratadine for 10 days. Hcp noted ¿rapid improvement with return to normal 48 hours after corticosteroids, then recurrence after stopping the corticosteroids but regression of itching.¿ hcp stated there were ¿few arguments for a superinfection: no notion of a wound, no fever or myalgia, absence of cervical lymphadenopathy, no loss of appetite or fatigue.¿ at the subsequent examination, the hcp observed ¿significant edema mainly in the middle 1/3 of the face, in the cheekbones and zygomatic arches with induration in the deep plane in relation to ck1, ck2, ck3 [cheek area] with warmth and sensitivity to touch.¿ the patient was then prescribed ¿replacement of loratadine with polaramine 3 times a day, zithromax 500 mg daily for 3 days, homeopathy + bromelain.¿ initiation of doxycycline on day 6 was considered. The patient was also advised to consult with dentist to check for any dental infection. Symptoms are not resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.